Manufacturer narrative:
The sizers were returned to 4web post-surgery for investigation. No evidence of bio-burden was observed. Production records for all sizers involved were reviewed, and no manufacturing deviations were found that could have contributed to the incident. Additionally, there is no trend of complaints from the field regarding the presence of bio-burden following spd processing. There is not enough evidence to conclude that the 210-minute surgical delay is attributable to the 4web sizers or their design.

Event description:
It was reported to 4web that bio-burden was observed on one of the 4web lateral sizers during surgery. At the surgeon's request, the instrument tray was sent for re-sterilization while the patient remained open. The re-sterilization process took approximately 3.5 hours (210 minutes). The procedure was subsequently completed successfully, and no patient injury was reported.